Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. Review of the directions for use notes the reported event as potential adverse event associated with the tavr/tavi procedure. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted. Disposed.

Event description:
The patient met the requirements for a 23 mm lotus valve implantation. The aortic valve was crossed to the left ventricle by safari wire. During the valve introduction, and after crossing the aortic arch, the patient had hypotension requiring volume and inotropic drugs. The valve was not deployed due to the fact that the echocardiogram showed pericardial effusion with cardiac tamponade and a perforation of the left ventricular cavity. The valve was retrieved back, and a pericardial drainage was placed. The patient couldn't be stabilized, requiring cardiac massage and surgical sternotomy to treat the lesions. Despite of surgery the patient died as per the surgeon, due to an aortic rupture at the aortic isthmus.